Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pumps 21.5ml during volume accuracy test" was not reproduced. The device was tested for flow testing at 40 ml/hr for 30 mins with a volume to be infused of 20 ml and the device returned with results of 20.641 ml with an error percentage of 3.205%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump pumped 21.5ml during volume accuracy test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.